Manufacturer narrative:
Lot# 20375; visual inspection; device history review; complaint history review; risk assessment. The device was inspected and it was found that the tip had fractured off. No relevant manufacturing issues were identified as all units met specifications. The most likely cause is wear due to the device's extended use.

Event description:
It was reported that; attempted to insert the screw after drilling on right pedicle l5. There was found something a metal piece under x ray. There found a fracture piece of by xray . It couldn't be removed out of patient body. Finalized the procedure, but the metal piece remained in the patient body.

Event description:
It was reported that; attempted to insert the screw after drilling on right pedicle l5. There was found something a metal piece under x ray. There found a fracture piece of by xray . It couldn't be removed out of patient body. Finalized the procedure, but the metal piece remained in the patient body.